Manufacturer narrative:
On 30-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, it was observed to be ruptured. Additionally, an anomaly was observed within the rupture, consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced left-sided capsular contracture (grade unknown) and rupture, and right-sided breast pain postoperatively. The patient¿s left breast was higher and smaller, and the change was very noticeable. In addition, the patient experienced occasional bilateral breast pain, but more on the left side. Due to left-sided breast deformity and bilateral breast pain, the patient underwent removal and replacement with unspecified non-mentor breast implants on (B)(6) 2020. Upon explantation, the left-sided device was found to be rupture. This report is for the left-sided prosthesis.